Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons retain inside body [foreign body in reproductive tract]. The string breaks [device breakage]. The string breaks when we tried to pull out... Tampons retain inside body [complication of device removal]. Case narrative: consumer reported via phone that the tampons broke when she used them. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons retain inside body [foreign body in reproductive tract]. The string breaks [device breakage]. The string breaks when we tried to pull out... Tampons retain inside body [complication of device removal]. Case narrative: consumer reported via phone that the tampons broke when she used them. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons retain inside body [foreign body in reproductive tract] the string breaks [device breakage] the string breaks when we tried to pull out. Tampons retain inside body [complication of device removal] case narrative: consumer reported via phone that the tampons broke when she used them. No serious injury was reported.

Event description:
Tampons retain inside body [foreign body in reproductive tract]. The string breaks [device breakage]. The string breaks when we tried to pull out... Tampons retain inside body [complication of device removal]. Case narrative: consumer reported via phone that the tampons broke when she used them. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.